Event description:
Procedure: urogynecological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injuries, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, as per pfs "patient suffered tremendously after being implanted with the mesh. Complications are pain, infection, urinary problems, interstitial cystitis and dyspareunia - in addition to that physical pain and discomfort - also suffering psychologically and emotionally.(B)(4): pain, dyspareunia, urinary problems, infections, interstitial cystitis."